Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for non-malignant pain for use. It was reported that the patient was transferred to another physician since their current physician moved out their state. The patient was concerned was not on mdt physician listing and stated that the new physician has had a hard time accessing the pump for refills and told the patient they need surgery to repair it because the incision never healed well. The patient stated that they thought started using ultrasound-guided technology for refills at their second pump refill after implant in november 2023. The patient stated that the physician required ultrasound-guided technology for the procedure but needed a refill since it was used first time. However, the patient had no issues. They never seemed to have problems until they started getting pump refills done by the new physician. The new physician has been doing refills with x-ray-guided technology and the previous physician never had to 'press or squeeze excessively' on the abdomen like their new physician does. The patient said, it felt like as soon as they switched to the new physician, the refills have felt impossible and incredibly painful. The physician has been 'squeezing and really manipulating the pump' to refill the pump. The patient requested physician listing for surgeons. The agent reviewed and emailed physician listings. The agent r reviewed and redirected the patient to a healthcare provider (hcp).

Event description:
Additional information was received from the patient reporting that the event date when refilling issues occurred was on 2025-02-10 and 2024-11-18. It was reported that the cause of the hard time accessing the pump for refill was determined through the doctor that the pocket of their pump was too big and the pump had shifted and moves. They used x-ray guided refill but it was difficult and the patient was going to need surgery to revise the pump and plastic surgeon being brought in. The cause of the patient's pain was the pocket being too big and pump shifting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.